Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant was fractured due to patient trauma and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use but no fractured identified. No pre-existing conditions were noted on the product experience report (per). The device was located on tooth site #15for approximately 2 years 7 months. X-ray or picture was not provided. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was fractured due to patient trauma and was removed. The reported complaint could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.